Event description:
It was reported that the patient appeared to have had a faulty emergency backup battery (ebb) placed in his primary controller. The ebb caused an alarm after it was installed post implant. The team was still in the room and immediately re-seated the battery, assuming it was initially incorrectly installed. A couple of hours later, the ebb fault alarm returned. Before the ebb was replaced, the original ebb appeared to have been installed correctly but the orange light was not on. The orange light came on with the new ebb before closing the controller back up.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis; however, the 11v backup battery (serial number: (B)(4)) was returned for evaluation. The backup battery was inserted into a test controller and connected to a test power module, system monitor and mock loop. During testing a replace backup battery alarm appeared on the system monitor. Upon disconnecting the controller¿s power cables from the power module, it was observed that the backup battery was unable to support the pump and controller. The backup battery was cut open and underwent circuit analysis following the backup battery schematics. The lcs_ctrl line was followed, and the voltages traced to the integrated circuit chip, u7, were found to be within design specification; however, there was no output voltage from u7. The output of u7 provides power to the lcs_on and lcs_pwr lines which in turn provide power to the pump. The component was replaced. The battery was reinserted into a test controller and connected to a mock loop. With the new component inserted, the backup battery was able to support a pump without external power. The root cause for the backup battery faults was due to damage to the printed circuit board (pcb); however, the root cause of the damage to the pcb was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook and instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.